Event description:
A power source alert 07 was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The issue was resolved after the caller plugged the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.